Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Event description:
The customer reported erroneously low carbon dioxide (co2) test results were obtained on several pts' samples when using unicel dxc 600 synchron clinical system. Erroneous test results were reported out of the laboratory. The problem started after the twice-weekly flow cell maintenance procedure was put in place in the laboratory. After the low co2 results were detected by the lab, the ion selective electrolyte (ise) system was recalibrated and quality control (qc) was run. Samples with low co2 results were repeated and amended reports were issued. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Manufacturer narrative:
After the twice-weekly flow cell maintenance procedure was in place (recommended by beckman coulter inc.), the ion selective electrolyte (ise) quality control (qc) results were erratic. Sample integrity and sample handling was discussed with the customer. The ise system is routinely calibrated every 24 hrs. Ise qc samples are run every 8 hrs. The customer was given directions for conditioning the flow cell after doing the maintenance procedure. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.